Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer 4.1 row c not registered. The field service engineer (fse) found the metal shavings in the cubie tray. Then, the fse removed the metal and reseated the connections to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4.1 failed. The customer attempted troubleshooting by rebooting the station and trying to recover the drawer; however, the problem persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.